Event description:
Potential false positive tni (troponin) result reported. Patient went to ed complaining of chest pain. Patient was not admitted, no clinical findings, whole blood nothing unusual. Final assessment: asymptomatic condition, pleurisy, bronchitis.

Manufacturer narrative:
Investigation pending.